Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd phaseal¿ l connector c90j there was separation of the spike and tubing. The following information was provided by the initial reporter. The customer stated: "the l connector and the infusion bag was disconnected during infusion."

Event description:
It was reported when using the bd phaseal¿ l connector c90j there was separation of the spike and tubing. The following information was provided by the initial reporter. The customer stated: "the l connector and the infusion bag was disconnected during infusion."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-01. H6: investigation summary sample received for investigation, upon visual inspection the c90j connector disconnected from the infusion bag. There was no visible damage or defects to the connector that could have contributed to the reported disconnection. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a review of the device history cannot be performed and additional retained samples cannot be evaluated. Based on the information available, we are unable to identify a root cause at this time.